Event description:
User reported that sensor measurements were blank, which led the user to replace devices in the circuit, ultimately resulting in the pump temporarily stopping. There was no patient harm.

Manufacturer narrative:
Root cause determination is pending the results of an investigation.